Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed 5 months later. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased pacing impedance measurements of 937 ohms. Additionally, double spikes were observed on the rv electrogram (egm) during a ventricular tachycardia (vt) episode. Boston scientific technical services (ts) discussed potential loss of capture (loc). The patient was noted to have a good intrinsic rhythm. Device outputs were increased and the morphology changed to show biventricular capture. No additional adverse patient effects were reported. This product remains implanted and in service.